Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. The customer's blood glucose (bg) level was 345 mg/dl. The customer resumed insulin delivery correcting the bg level. The bg level was within normal limits in the morning. Tandem technical support reviewed the auto-off feature with the contact/customer.